Manufacturer narrative:
Concomitant products: 5076-58 lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their application showed that they had ten years of battery remaining on their device and the next day it said nine years. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.